Manufacturer narrative:
Device was used for treatment, no diagnosis. Hanson,t.w. & cracchiolo, a. (2002). The use of a 95 degree blade plate and a posterior approach to achieve tibiotalocalcaneal arthrodesis. Foot and ankle international 23(8):704-710. This report is for an unknown 95 degree blade plate/unknown quantity/unknown lot. Other - UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article hanson,t.w. & cracchiolo, a. (2002). The use of a 95 degree blade plate and a posterior approach to achieve tibiotalocalcaneal arthrodesis. Foot and ankle international 23(8):704-710. United states. A retrospective review of adult patients who had undergone a tibiotalocalcaneal fusion using a synthes, (B)(4). 95 degree blade was done between (B)(6) 1995 and (B)(6) 2000. The review included 10 adults (five men and five women). The average age of the patients was 64 years with an age range of 42 to 80 years. Six patients were diagnosed with post-traumatic arthritis, two with primary degenerative arthritis, one with rheumatoid arthritis, and one with post-polio deformity prior to surgery. The patients were having this surgery due to pain and/or deformity that has not responded to non-surgical and other surgical treatments. Fusion was achieved clinically and radiographically in all patients. A (B)(6) male experienced a small skin breakdown, which required a small rotation flap and a split-thickness skin graft. The patient was hospitalized for two days and the wound healed. This is report 1 of 2 for (B)(4). This report is for an unknown 95 degree angled blade plate.